Event description:
The advocate alleged the customer received a blood glucose reading of 112 mg/dl using her breeze2 meter, while another meter read 221 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate returned the test strips for eval. Replacement strips were sent to the customer.